Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulty removing cartridges from the pump. Reportedly, the cartridge was successfully removed. Subsequently, a new cartridge was loaded and insulin delivery was resumed. Customer's blood glucose was 173 mg/dl.